Manufacturer narrative:
The device's serial number is not yet known.

Event description:
Information was received indicating that the pump should've alarmed that there was an occlusion when the tubing was clamped , but it did not. There were no adverse events reported.